Event description:
Concomitant devices: condylar plate (part: unknown, lot: unknown, quantity 1), locking spine screw (part: unknown, lot: unknown, quantity 1). This report is for a 5.0mm cannulated locking screw 85mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procodes: hty, jdw, hrs. Date of implantation is an unknown date in (B)(6) 2018. Date of concomitant therapy is the same as date of implantation, an unknown date in (B)(6) 2018. Investigation flow: device interaction/functional visual inspection the 5.0 mm cannulated locking screw 85 mm was returned to us customer quality. Upon visual inspection under 5x magnification, damages were observed on the threads on the shaft as well as the screw head, which is consistent with implantation and explantation and which would not impact the device functionality. X-rays were not provided, hence there is no definitive means to show/determine that the screw backed out/ migrated. Replication of the complaint is not possible as the locking plate was not returned. As such, the reported condition cannot be confirmed. However, the overall complaint is confirmed as there are post manufacturing damages. Document/specification review the following relevant drawings were reviewed. 5.0 mm locking screw cannulated. A device history record (DHR) review could not be performed as the lot number is unknown. Dimensional inspection dimensional inspection of the screw was performed. The returned screw was determined to be suitable for its intended use when employed as recommended. The head diameter of the screw measured 6.60 mm. This is within specifications of 6.61 mm ± 0.1 based on drawings. The shaft diameter (threaded portion) measured 4.96 mm. This is within specifications of 5.0 mm ± 0.1 based on drawings. All measurements were taken using caliper ca 122 p conclusion: the complaint condition is not confirmed as there was no x-ray sent to us cq showing the backed out/migrated screw. Visual inspection revealed no damage relevant to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Risk assessment review: a risk assessment review was performed. The complaint is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 510k: this report is for an unknown screws: locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent a removal surgery on (B)(6) 2018, that one (1) 70mm cannulated variable angle (va) locking screw, two (2) 75mm cannulated va locking screws, two (2) 80mm cannulated va locking screws and one (1) 85mm cannulated va locking screw backed out of the condylar plate and were removed. Variable angle locking compression plate (lcp) condylar plate was originally implanted on (B)(6) 2018. It was unknown if there was surgical delay. Procedure and patient outcome is unknown. Concomitant device reported: unknown condylar plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).